Event description:
Voluntary medwatch form received with the following information: "following successful pci of lad the cardiologist performing the procedure attempted to place closure device. The device failed and consequently broke off in the artery. A femstop and direct pressure were applied. Cvt surgeon notified for emergent surgical intervention. Patient was then taken to the preoperative room for intervention. His right groin was explored with removal of the perclose device and the femoral artery was repaired.

Event description:
Voluntary medwatch from rec'd with the following info: "following successful pici of lad the cardiologist performing the procedure attempted to place closure device. The device failed and consequently broke off in the artery. A femstop and direct pressure were applied. Cvt surgeon notified for emergent surgical intervention. Pt was then taken to the preoperative room for intervention. His right groin was explored with removal of the perclose device and the femoral artery was repaired.

Event description:
Reported due to stuck device requiring surgical intervention. The physician attempted closure of an arteriotomy site with the perclose proglide device following an interventional procedure. Fluoroscopy was performed prior to the closure with the following findings: vessel size was "roughly 5.5 mm;" vessel condition was described as "clean;" and the site was confirmed in the right common femoral artery. There was no scar tissue present at the site of the groin. The device was inserted without any issues. However, while the physician was depressing the needle plunger, he stated that the device felt as though it had "come apart." He felt as though the device had a cuff miss or a link break but when he pulled the plunger out, everything looked fine." The physician then "put the lever back down, and tried to remove the device until the guidewire exit port was visible, and he could not budge the device." Reportedly, the physician did not determine the cause of the device being stuck. He tried "several times" to retract the device but was unable to do so, so he "torqued" it and the device broke "in half." The pt was taken to surgery for removal of the remaining device. The pt's hospitalization was prolonged but the duration is unknown. At last report, the pt was described as being "fine."